Manufacturer narrative:
(B)(4). The device involved in this complaint has not been returned to the manufacturer at the time of this report. The investigation into this complaint is still in progress.

Event description:
Customer complaint alleges the bulb of the light fell from the device to the floor prior to the intubation attempt. It was reported there was no consequences for the patient. Patient condition reported as "fine".

Event description:
Customer complaint alleges the bulb of the light fell from the device to the floor prior to the intubation attempt. It was reported there was no consequences for the patient. Patient condition reported as "fine".

Manufacturer narrative:
(B)(4). A device history record (DHR) review was performed and there were no issues found that could relate to the reported complaint. The sample was returned for evaluation. A visual exam was performed and it was observed that the base of the light guide was broken. The product is inspected prior to shipment and it was confirmed that it left the manufacturing site fully functional. Speculative damage caused by handling/shipping activity. Corrective actions have been recorded in a CAPA.